Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error after getting into the swimming pool. The customer¿s blood glucose level was 130mg/dl at the time of incident. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Constant critical pump error alarm (open book) and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.